Event description:
"Caller alleged discrepant results compared with the venous lab. Results as follows:" date: (B)(6) 2012, inratio2: 1.5, venous lab: 2.9. Time elapsed between each method of testing is three hours. Patient's therapeutic range is 2.5-3.5.

Manufacturer narrative:
Investigation pending.